Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to troubleshoot with the customer, however no response was received.